Event description:
It was reported via phone call that the insulin pump did not stop dispensing insulin and the customer had to remove the battery. Customer stated that when they inserted the battery in the morning the buttons on the insulin pump were unresponsive.

Manufacturer narrative:
It was reported via phone call that the insulin pump did not stop dispensing insulin and the customer had to remove the battery. Customer stated that when they inserted the battery in the morning the buttons on the insulin pump were unresponsive.